Manufacturer narrative:
Corrected information has been provided in d.2b.procode. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A facility representative reported wrong iol power. The iol was exchanged in a secondary procedure. Additional information was provided that the replacement iol was the same model with a 1.5 diopter difference in power.